Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 30 mg/dl and seizures. Cause of low bg was unknown. Reportedly, customer had bruises, scratches, and hit head when falling. Customer delivered a glucagon injection to address bg. Bg was treated with intravenous saline. Reportedly, customer was released from the ER on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.